Event description:
The customer reported the device was alarming and resetting during normal ventilation operation. The customer reported the unit was not in use on a patient therefore there was no patient harm. The manufacturers field service engineer was unable to duplicate the reported problem. Review of the device diagnostic log history indicated a 24/+-12v power fail occurence followed by a restart occurrence. When a 24/12 volt failure of the ventilator occurs during use and results in a shutdown of the ventilator, an audible power fail alarm will activate. The service engineer replaced the power supply to address the finding. Applicable final testing was performed per operating specifications.